Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the a new ipp was reimplanted. The physician believed the explanted device had distal cylinder tear on the left and right cylinders. The patient did not experience any adverse events and was said to be recovering following the procedure.